Event description:
It was reported that after a usual lunch, the user experienced a blood glucose of 53 mg/dl approximately three hours post-meal while using the ilet system; the user treated with approximately 11.25 grams of glucose tabs and orange juice, reported no unusual physical activity, and had recently started antibiotics and an antihypertensive medication. Symptoms included hypoglycemia. Outcomes included recovery with oral carbohydrate treatment and subsequent blood glucose measured at 162 mg/dl. Investigation included complaint intake and troubleshooting with education on hypoglycemia treatment and meal considerations. Investigation of this case revealed no reported device alarms and no malfunction reported, with potential contributing factors including meal carbohydrate mismatch and concurrent medication changes that can affect glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.